Event description:
During the index procedure the patient had a 3.5 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the mid rca. Approximately 9.5 months post index procedure the patient suffered a stent thrombosis in the target lesion. The patient underwent a revascularization procedure of the mid rca on the same date. The investigator assessed that there was a possible relationship between the event and the study device. The patient recovered with treatment and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).